Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a routine device change out procedure on (B)(6) 2024. Upon review, it was noted that the right ventricular (rv) lead exhibited an unspecified low voltage impedance issue. During the procedure, it was noted that the rv lead had externalized conductors. The lead was capped and replaced. There were no patient consequences.

Event description:
New information received notes that the right ventricular (rv) lead exhibited low pacing impedance, and it was discovered in clinic.